Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events on (B)(6) 2024. The infusion sets were in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1901929 - MDR 3003442380-2024-11514 - device 1 of 10.